Event description:
It was reported that the images on the 9800 system are dark and at times grainy after taking fluoro exposures. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted the default contrast and monitor window and leveling. The system was tested and found to be working as intended and placed back into service.